Event description:
It was reported that post-op a roux-en-y procedure, there was a leak detected. The doctor uses a feeding tube and this allows time for the stomach to heal without reoperating. No device to be returned.additional information received on 1/12/2010:lap gastric bypass roux y. Dr said that he detected a leak on the upper transected stapled edge of the gastric pouch. He has not had a leak in this area in at least 5 years. The leak was detected 3-4 days post op. Blue reload. He fed the patient through a g-tube. There were no patient consequences.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.device not returning the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.